Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20152. It was reported the patient underwent surgical intervention to address the ineffective/unintended stimulation (reference MFR. Report # 1627487-2015-20150) where the physician tried to reposition the patient¿s existing lead and to implant an additional lead. However, during surgery the physician had difficulty placing both leads to stay midline, the leads were going anterior. The physician tried troubleshooting over 1 hour to no avail. Patient has a multi-level spinal fusion, hardware and scar tissue that made placement difficult. Subsequently, the leads were explanted and the procedure was abandoned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.